Event description:
An implant card was received indicating that the patient underwent generator implant on (B)(6) 2014. The lead impedance was marked ok (2592 ohms).

Event description:
It was reported by the neurosurgeon that the vns patient¿s generator was programmed on by the neurologist a couple weeks after her generator replacement surgery on (B)(6) 2013. The patient reported feeling stimulation and experienced some voice hoarseness with stimulation for about a day. Subsequently, the patient reported that she no longer felt any stimulation (including magnet activated stimulation) or any voice hoarseness. Additionally, the patient was having pain and swelling from generator site down her left arm. The patient¿s generator was explanted due to pain on (B)(6) 2014 and no replacement is planned at this time. The surgeon did not see any sign of infection except for small amount of swelling. No fluid or redness was observed. The explanted generator was returned to the manufacturer on (B)(6) 2014 and analysis was completed on (B)(6) 2014. Monitoring of the device output signal no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been made, but no further details have been received to date.

Event description:
Additional information was received stating that the vns patient was experiencing pain and swelling in the generator pocket up to the her clavicle. The pain and swelling began two weeks following replacement surgery and two days after the device was programmed on. The patient¿s pain and swelling progressed for over a month. The patient was unable to feel any stimulation 24 hours after the device was programmed on. The patient reported that no manipulation or trauma had occurred.